Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the right atrial (ra) lead could not be fixed. The lead was not implanted and was replaced. The patient was stable.